Manufacturer narrative:
Stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis and regurgitation in this case were most likely impacted by the progression of the patient¿s underlying valvular disease pathology with structural valve deterioration. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards reviewed the medical article "transcatheter aortic valve-in-valve-in-valve implantation with three-dimensional printing guidance: a case report". "Background: valve-in-valve implantation (viv) has become a valid option for the treatment of bioprosthetic valve failure. We describe the first in-man transfemoral transcatheter aortic valve replacement (tavr) or ¿turducken¿ in a patient with previous tavr within surgical aortic valve replacement with preprocedural guidance utilizing three-dimensional (3d) printing and intraprocedural guidance with fusion imaging." It was reported that a patient with a 29mm 2700 aortic pericardial valve underwent a valve-in-valve procedure after an implant duration of 13 years, three (3) months due to early valve degeneration leading to severe aortic insufficiency and moderate aortic stenosis. The tavr was performed with a 22mm non-edwards transcatheter valve successfully. The patient was discharged home in stable condition.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Corrected data: corrected section h6 (method and conclusions codes).